Event description:
It was observed that during the device evaluation, the subject device exhibited peeling of the insertion section coil coating (1 mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the coating of the insertion section coil was peeling off (1 mm2 or more) malfunction: degradation problem identified, likely the result of stress and wear of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.